Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 565 mg/dl and an insulin injection was administered to address bg. Customer was admitted to the hospital due to the elevated bg. Customer's wife administered insulin via pen and intravenous fluids were administered (unknown fluids). Bg was resolved; it was unknown if there was permanent damage. Customer remained hospitalized due to pneumonia (unrelated to insulin or diabetes). Customer initially thought that the pump was not delivering insulin and pressed the stopped insulin delivery button on the pump which resulted in a valid resume pump alarm. When the cannula was removed it was found to be kinked and was cause of event. Type of infusion set was not reported. Also, the pump supplies were changed approximately every 4 days. Tandem technical support informed the customer that per labeling, the pump supplies were to be changed every 2-3 days.